Event description:
Hydraulic mechanism frozen when staff attempted to sit patient up in the beach chair. Chair was used on previous case and worked fine. It appears the hydraulics were last changed on 04/2003.